Event description:
This event is currently under investigation. Contact has been made to meet with the surgeon regarding the reported infections. Preliminary investigation results have found that not only has the infection rate increased, but also the surgical time. The surgeon has doubled the procedure time from 6 hours to 12 hours. At this time specific cases cannot be confirmed.

Manufacturer narrative:
Device discarded following use, lot information cannot be obtained at this time.

Event description:
Contact was made with the surgeon regarding this event to obtain more case specific information. The surgeon chose not to provide additional information or comment on the reported increase in infections. The surgeon has doubled the procedure time from 6 hours to 12 hours. At this time specific cases cannot be confirmed.

Manufacturer narrative:
A meeting was held with the operating surgeon on 06 oct 13 to discuss the reported events in greater detail. The operating surgeon elected not to discuss the events in greater detail however did mention they were likely surface infections. Without this information a case specific evaluation cannot be made. Orthobiologics did identify the lots sent to the facility starting in january 2013 through the present. A comprehensive device history review was performed on each identified lot. The findings of this review concluded that there was no indication that product efficacy; specifically sterility was compromised. With this information it is highly unlikely that vitagel contributed to the reported infections, rather the increased surgical would be the more likely contributor.